Manufacturer narrative:
Section d4 and h4 - the correct device serial number was used. Product details were updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a history of alarms and a missing pin in the white power cable connector were confirmed via the log files and inspection. The system controller event log file was reviewed, and timestamps span approximately 2 days (15:13:16 on 05apr2025 to 12:25:07 on 07apr2025). From the beginning of the log file until 16:44:00 on (B)(6) 2025, intermittent and atypical low power advisory and power cable disconnect alarms not associated with routine battery depletion or power source exchanges were active. These alarms were due to the relative state of charge (rsoc) on the black power cable dropping while connected to battery power, and they cleared as the rsoc returned to normal values. At 20:35:19 on (B)(6) 2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down at 20:35:55. There were no other remarkable events or alarms, and the pump maintained an expected speed throughout the log file. The returned heartmate 3 system controller, serial number: (B)(6), was inspected, and the missing pin in the white power cable connector was confirmed. The system controller was functionally tested and found to operate as intended during analysis. The system controller operated a mock circulatory loop for an extended period during testing, and no issues or atypical alarms were active. The white power cable was further inspected, and the missing pin was identified to be a redundant negative power line (pin 4); the other redundant negative power line was intact with no issues observed. The missing pin did not affect controller function. The inner wires were tested for continuity and current leakage and were found to be unremarkable. The black power cable was also evaluated and found to be unremarkable. Provided information stated that exchanging the system controller resolved the reported alarms. The root cause of the reported events could not be conclusively determined during this analysis. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿ informs on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including connect to power and low voltage alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This section states to clean the contacts on battery clips lightly with alcohol to ensure proper connection. Heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the implant center with a history of alarms. The patient was advised to go to the emergency room for further investigation. On examination the patient had a system controller pin missing from the white power lead causing low voltage advisory alarms. The log files were downloaded and the system controller was replaced. The log files were reviewed and captured multiple strings of low power advisories on (B)(6) 2025 due to depleted batteries in use/normal battery depletion. The log file displayed several intermittent strings of power cable disconnect alarms on (B)(6) 2025 at the white power lead. The driveline was disconnected and lvad off alarms occurred indicative of the system controller exchange as mentioned. It also appeared as it the patient was sleeping on battery power which was not recommended by the instructions for use. No other unusual events were seen in the log files and the device operated as expected. The system controller exchange fully resolved the alarms. The patient was stable at home.